Manufacturer narrative:
The reactivity of the d antigen was confirmed on retention capture-r ready-screen, lot r031. The customer did not return product, or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.

Event description:
Customer reported unexpected negative reactions on the echo when testing a patient sample with a history of anti-d. No transfusions or adverse reactions occurred as a result of the unexpected negative reactions.